Event description:
During an endoscopic procedure, the physician used a cook endocopy tri-clip endoscopuc clipping device to clip a site in the stomach. The physician advanced the device through the accessory channel of the clip onto the tissue site, the handle stem and spoll separated. The clip and deployment device were removed from the endoscope. The procedure was completed with another tri-clip endoscopic clipping device. Post procedure, the pt's conditin was reported as good.